Event description:
It was reported by service report that the patient left zoom drive handle was broken leaving exposed sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the left zoom handle was broken.